Manufacturer narrative:
Result: the pusher assembly is kinked approximately 5.0 cm, 38.0 cm, and 98.0 cm from the proximal end. The coil is still attached to its pusher assembly. Conclusion: the complaint has been evaluated. The compliant indicates that all three coils were kinked in the proximal area of the pusher assembly during the procedure. Evaluation of the returned device confirmed kinks and damage in the proximal ends of the pusher assemblies. This damage appears to be related to a procedural issue with friction between the coil pusher assemblies and the microcatheter. It is possible that the patient had highly tortuous vessels or that the access was difficult. It appears there was some resistance when pushing the coils, resulting in kinks and subsequent damage, including fractures to the pusher assemblies. The cause of the resistance cannot be determined from the returned devices or the description of the complaint. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00435, and 00436.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician kinked the pusher wire at the proximal end while inserting the ruby coil into the microcatheter. The physician removed the coils in fear of unintentional detachment. There was no report of an adverse effect on the patient.